Manufacturer narrative:
(B)(4).

Event description:
It was reported that: product damaged inside the box. Additional information: the box was not damaged but the product was damaged in the box. Photo shows a kinked guide wire.

Manufacturer narrative:
(B)(4), upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 15-aug-2023, should be retracted.